Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer could not recall if the blood glucose level was impacted. As the customer was not using the pump to manage diabetes at the time tandem technical support was contacted, a system check to determine a possible cause of the occlusions was unable to be performed.